Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) encoder flex is out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Encoder flex is out of specification.

Manufacturer narrative:
Evaluation summary: further analysis was performed on the encoder flex subassembly. The results are as follows: the encoder flex contacts are asymmetrical spaced by approximately 0.011" (0.28mm). However, the flex circuit currently meets specifications. Electrical compromise due to mechanical misalignment was not observed.